Event description:
Implantable cardiac resynchronization therapy defibrillator (crt-d) detected noisy signals resulting in inhibition of pacing. The device remains implanted pending physician evaluation.